Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The motors were returned for evaluation. The right motor had a loose brake assembly. There was no problem found with the left motor. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Motor brakes are falling off.